Event description:
Device 1 of 2. Please see mfg report #1627487-2010-02864 for device 2. On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, a company representative was informed that the pt's system would be explanted on (B)(6) 2010. It is unk why the system was removed.

Manufacturer narrative:
Device evaluation 1 of 2. Please see mfg report #1627487-2010-02864 for device 2. Evaluation, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and found to meet specifications; no anomalies were found. The ipg was visually inspected and instrument marks and scratches were observed on the can. The ipg was subjected to functional testing and passed communication testing with the lab pt programmer and other lab testing equipment. The ipg also passed the auto test. Conclusion: the cause of the reported complaint could not be confirmed. As received the ipg passed all lab testing. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.